Event description:
The plaintiff's atty alleged that the decedent experienced cardiovascular events on or about (B)(6) 2012 and on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products.